Event description:
Caller reported a minimum fill notification past event with no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer reverted to an alternate method of insulin therapy.